Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "iab catheter was found kinked post insertion" was not able to be confirmed as the product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint was undetermined. No further action required at the time of this report. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab catheter was found kinked post insertion and blood was noted in the catheter." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "iab catheter was found kinked post insertion and blood was noted in the catheter." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab catheter was found kinked post insertion and blood was noted in the catheter." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was supplied 40cc inflation driveline tubing and supplied semi-finished insertion kit. No damage or abnormalities were noted to the returned inflation driveline tubing. The returned semi-finished kit ap-pears fully sealed and unused. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Numerous kinks to the iabc central lumen were noted at approximately 13.3cm, 14.1cm, 22.4cm, 55.9cm, 59.9cm, and 70.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syri nge. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The returned 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 13.3cm, 14.1cm, 22.4cm, 55.9cm, 60cm, and 70.3cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 14.5cm, 24.8cm, 28.8cm, 62.3cm, 70.7cm, and 71.6cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab catheter was found kinked post insertion" is confirmed. During the investigation, numerous kinks were noted to the returned intra-aortic balloon catheter (iabc) central lumen, and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined. A potential root cause is custom-ER handling. No further action required at this time. This will be monitored for any developing trends other remarks: n/a, corrected data: n/a.